Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Nurse reported patient emailed her and stated the pump was not working. On call back patient reported that 10 days ago he removed the battery from the pump because of an e6, mechanical error. Patient stated when he installed the new battery the screen would not turn on at all and the screen looked like it was burnt. Patient stated the screen is completely blank. Patient reported the pump was not in use when this occurred. No adverse event reported. Product was replaced and requested return of the alleged pump, battery, and battery cover.